Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient's stoma site was irritated, getting red around the perimeter after eating and had a granuloma which was shrinking considerably. There was also smelly fluid discharges. The patient's gastoenterologist was informed. The patient was prescribed augmentin 1000 mg morning and evening, pariet (1x1) and a probiotic for 8-10 days. The patient was instructed to stop the application of silver nitrate and do more intensive cleaning of the stoma site with saline and hydrogen peroxide so that it would remain dry.